Manufacturer narrative:
Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that a patient with a 25mm aortic pericardial valve underwent a valve-in-valve procedure after an unknown duration of implant due to unknown reason. The procedure was performed with a non-edwards transcatheter valve. The device was not returned for evaluation as it remained implanted. No further information was provided by the customer, such as model, serial number, implant duration, failure mode, if the patient presented any symptoms, the patient status, or medical history.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.